Manufacturer narrative:
B)(4).

Event description:
It was reported oversensing was observed when the right ventricular lead was connected to the device. There was no oversensing when the device was connected to the psa. The source of oversensing is not confirmed and the issue was initially resolved. However, the patient was called to recovery due to phrenic nerve stimulation, increased right ventricular threshold, increased pacing lead impedance, and inconsistent capture. The physician suspects an indication of exit block. The patient is currently being monitored. No further information is available.